Event description:
It was reported that the core impaction drill was cutting fast. Upon follow-up the user facility could not provide any further information about the event.

Manufacturer narrative:
Upon disassembly for visual inspection a third party (non-stryker) motor was found.